Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety device fell off of the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter prior to blood draw. There was no report of medical intervention of serious injury.

Manufacturer narrative:
Status: this complaint is unconfirmed based on an internal investigation to include a DHR review and analysis of customer samples. However, bd has recognized a low level of complaints exist for this defect code and has opened CAPA 91567. Pr report: (B)(4), catalog number: 368607, batch number: 7068519, month manufactured: march-2017, CAPA #: (B)(4). Device history record review: a review of the device history record was completed for eclipse batch 7068519. Product was manufactured at the bd (B)(4) site february march-2017. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements customer sample/photo analysis: thirty customer samples were evaluated for ¿safety shield separates during use¿. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. Investigation root cause(s) summary: based on the investigation results, we are unable to duplicate the failure mode described by the customer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.